Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent another surgery on (B)(6), 2015 to repair a recurrent incarcerated incisional hernia with a primary suture closure and underlay reinforcement with mesh (30cm x 25cm). The procedure revealed multiple loops of small intestine and colon incarcerated within an epigastric incisional ventral hernia. The defect was repaired laparoscopically with sutures and mesh as an underlay reinforcement. She continues to have follow-up treatment for the severe pain and complications. No additional information was provided.

Manufacturer narrative:
Additional information: additional patient code: (B)(6) additional narrative: it was reported that following insertion the patient experienced scar tissue. No additional information was provided.